Manufacturer narrative:
The reported event of noise was not confirmed. As received a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures. Analysis was normal. No anomalies were found except for damage that was consistent with that occurring at time of procedure.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was sensing noise. The patient was asymptomatic. The rv lead was explanted and replaced. The patient was stable throughout the procedure.